Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that their ins was replaced because the ins lasted for only a year and a half due to a faulty battery. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her device was malfunctioning. The patient stated her implantable neurostimulator (ins) was eating battery power and not providing her enough juice and was having to constantly turn it up. The patient stated she had a return of bladder symptoms. The patient noted that had bladder issue beginning (B)(6) and the implant was malfunctioning in february they thought. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.